Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During treatment for supraventricular tachycardia (svt) and atrial fibrillation, a farawave catheter and an intellanav mifi open irrigated catheter were used. The patient was intubated, femoral venous access was obtained, and diagnostic catheters were positioned in the right atrium and coronary sinus. An ep study was performed, during which avnrt was induced. The slow pathway was ablated using the intellanav mifi oi catheter. Following a sheath exchange, transseptal puncture was performed with the faradrive sheath, and the farawave nav catheter was advanced into the left atrium. The flower bias was computed and calibrated for contact sensing per recommendations. Two pulse field ablation applications were delivered in the left superior pulmonary vein using the basket configuration. St segment changes were observed on the surface ECG, and the patient experienced cardiac arrest. The patient was resuscitated and placed on extracorporeal membrane oxygenation (ECMO). The patient was hospitalized and is expected to make a full recovery. The devices are not expected to be returned for analysis.

Event description:
During treatment for supraventricular tachycardia (svt) and atrial fibrillation, a farawave catheter and an intellanav mifi open irrigated catheter were used. The patient was intubated, femoral venous access was obtained, and diagnostic catheters were positioned in the right atrium and coronary sinus. An ep study was performed, during which avnrt was induced. The slow pathway was ablated using the intellanav mifi oi catheter. Following a sheath exchange, transseptal puncture was performed with the faradrive sheath, and the farawave nav catheter was advanced into the left atrium. The flower bias was computed and calibrated for contact sensing per recommendations. Two pulse field ablation applications were delivered in the left superior pulmonary vein using the basket configuration. St segment changes were observed on the surface ECG, and the patient experienced cardiac arrest. The patient was resuscitated and placed on extracorporeal membrane oxygenation (ECMO). The patient was hospitalized and is expected to make a full recovery. The devices are not expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device did not return; therefore, product analysis could not be performed. Based on the investigation the ar codes "st segment elevation" and "cardiac arrest" were unable to be confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of st segment elevation and cardiac arrest are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. A risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the product's risk management documentation. Resuscitation and intensive care are considered within the risk threshold of additional intervention required. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "cardiac arrest" and "embolism". There is no evidence that any updates to the document are required at this time. The known inherent risk of device cause code was selected based on the information provided within the event description. St segment elevation is considered within the risk threshold for embolism. St segment elevation and cardiac arrest are expected procedural complications addressed within the IFU for the farawave catheter.